Manufacturer narrative:
(B)(4). A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: events reported in 2210968-2021-05691, 2210968-2021-05689, and 2210968-2021-05692. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information was requested and the following was obtained: per photo review the needles were removed from the patient during the procedure correct? The pull off suture needle issue occurred during surgery. What is the condition of the patient? There is no report on patient's injury. Lot number? Unk. Procedure date? Unk. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and suture was used. During the skin closure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: one opened foil packet with a needle and suture product code j433 was returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. The manufacturing records couldn't be reviewed as the batch number is unknown. Based on the information currently available, the clip off was identified during the investigation of the sample received. Visual inspection was conducted on the picture received. Upon visual analysis of the picture received. It was observed inside of a plastic bag four detached needles from the sutures. The product code for this complaint should be j433. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.